Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working and put back into service.

Event description:
The customer reported that the 9800 system had no image displayed during x-ray then the system stopped. No pt injury was reported.